Event description:
This is a report of a home patient (hp) who experienced peritonitis, during therapy for peritoneal dialysis (pd). The patient was hospitalized and diagnosed with peritonitis, one day after experiencing diarrhea. The hp was discharged from the hospital three days later and was given unspecified antibiotics. The antibiotics were taken at home, for 10 days. Two weeks after leaving the hospital the patient was still recovering from the peritonitis and was put back on unspecified antibiotics.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.